Manufacturer narrative:
The customer¿s report of an over infusion of the pca was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows at 4:07:19 pm on (B)(6) 2015, the user selected a bd 50ml syringe with a 53.3848ml detected. The pca was programmed with pca dose only of hydromorphone (standard dose) 0.2mg in 1ml. A clinical advisory displayed ¿2nd independent check to verify and document concentration and programming prior to infusion¿. The user confirmed message being displayed. An additional clinical advisory displayed ¿pca pause limits should be reviewed. Press pause limits to review the current settings. Press confirm to continue programming the pca infusion¿. User also pressed confirm on this message. Logs noted the pca dose set at 0.4mg with a lockout interval set at 20 minutes by the user. The concentration was recorded at 0.2mg/ml. The infusion was started thereafter. At 6:12pm, a dose was requested and delivered. The pvi was logged at 2ml. Previous pvi was recorded at 0.0ml. Between 6:12pm to 6:29pm, 15 pca requests were recorded prior to the 20min lockout interval and were not delivered. At 6:34:02 pm, an additional pca dose was requested and delivered. The pvi was logged at 4ml. Ten minutes later another pca request was noted but not delivered due to lockout interval. Patient history was cleared by the user at 6:45pm. Seconds later a dose was requested, not delivered due to lockout period. The user programed a bolus dose of 0.5mg (2.5ml) and started the infusion. Pvi recorded at 6.5ml. Between 6:48pm to 6:53pm, 13 pca requests were recorded prior to the 20min lockout interval and were not delivered. A minute later a ¿handset stuck_operating¿ was recorded. At 7:01pm, the unit was channeled off. The channel off key was pressed twice within the next 2 minutes. The unit was removed at 7:35pm, with total volume infused of 8.2791ml. Rate accuracy testing was performed and the device was within specification. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over infusion while using a pca pump. No further details about the medication or patient outcome have been provided.